Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite appliance has broken. No injury was reported.